Event description:
It is reported that three months after tka the pt had increasing stiffness about the right knee without improvement with aggressive physical therapy. With a diagnosis of arthrofibrosis of the right knee the pt underwent manipulation under anesthesia.

Manufacturer narrative:
Evaluation summary: x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Page 1 of the operative notes for the implant surgery and the manipulation were returned however, they do not include any info beyond page 1 and are incomplete. The manipulation report indicates that the pt's range of motion prior to the manipulation was between -5 full extension to 45 of flexion and after manipulation was between -5 full extension to 110 of flexion. There was no indication of root cause in the operative notes. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.